Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. B) as lot #: 17063901m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator: us catalog #: s7002, serial #: (B)(4). Product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4).

Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required a pericardial window surgery. The patient¿s medical history is unknown. There is no further information about the hospitalization and if any additional intervention was performed. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required a pericardial window surgery. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were shorting inside the tip section. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3, and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Spi test could not be performed due to the thermocouple test failure. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the electrical test, but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.